Event description:
Medical affairs spoke to patient who mentioned that in 2003, patient was having chest pains, nausea, and ulcers. They tested their bg and obtained a 400mg/dl and took their sliding scale of insulin based on that reading. Because of the chest pain, their family called the paramedics. 15mins later paramedics arrived and tested patient and obtained a 45mg/dl on paramedics' meter. Patient was taken to the ER and kept overnight. They were treated for their bleeding ulcers and for their low sugar. Patient was just given IV in the hospital to control their blood sugar. Patient does not recall readings in the ER. Customer service found that patient had meter set to the wrong code number. Customer service sent patient some control solution and did not replace meter.